Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the 130309a, goldline, button, holster, device was being used during an unknown procedure on (B)(6) 2024 when it was reported ¿the defective pencil cauterized without the surgeon handling it.¿. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 3 complaints, regarding 22 devices, for this device family and failure mode. During this same time frame 8,928,632 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000002. Per the instructions for use, the user is advised that these devices should never be used when there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic or connector damage. Use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the 130309a, goldline, button, holster, device was being used during an unknown procedure on (B)(6) 2024 when it was reported ¿the defective pencil cauterized without the surgeon handling it.¿. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.